Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Caller states the patient tested 1.9 inr on the coaguchek xs plus system and 1.2 inr on a comparison lab. Caller states the unspecified treatment was delayed until after the lab result, taken 15 minutes after the meter result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.